Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, it was reported that the pump was damaged with dents and scratches on the top of the pump, and the pump was damaged in the area where the cartridge is loaded causing the customer difficulty with loading a cartridge. There was no reported impact to the customer's blood glucose level. Reportedly, the contact declined troubleshooting with tandem technical support.